Event description:
It was reported that a pt sustained a burn on her arm after a mr exam of the vertebral column. A physician examined the pt and confirmed that the affected area on the pt's arm was approximately 5 cm. The physician classified the injury as both first and second-degree burn. Add'l info from the physician indicated that the pt was obese, and was touching the inside of the bore during the exam. Ge healthcare is currently attempting to obtain add'l details of the event.

Manufacturer narrative:
An investigation is ongoing.